Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with cracked select button on keypad overlay, pillowing keypad overlay, faded/stained/peeling serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loss of audio issue. Customer stated that insulin pump beep test failed. Customer reported they did not hear the differences between the two audio or sound beep volumes 1 and 5 and volume 5 had no beep. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.